Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013 due to stimulation in the pocket. The issue was resolved after the replacement. It was further reported that there were no diagnostics performed on the device. There were no malfunctions seen and the cause of the issue was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3487a-33, lot# j0519327v, implanted: (B)(6) 2005, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).